Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance, during which the customer¿s device began operating properly. Physio provided the customer with the part number to order a replacement therapy connector assembly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that during testing, their device was unable to detect the connection of the defibrillation therapy cable or the defibrillation hard paddles. The customer advised that the device prompted them to ¿connect cable¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.

Manufacturer narrative:
Physio has made multiple attempts to contact the customer regarding the status of their device but has been unsuccessful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer contacted physio-control to report that during testing, their device was unable to detect the connection of the defibrillation therapy cable or the defibrillation hard paddles. The customer advised that the device prompted them to ¿connect cable¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.